Event description:
The quad lumen catheter was placed. Documentation in the patient record noted that the white proximal lumen was used for continuous infusion for six days. Then the lumen was capped and should have been flushed twice daily with 10cc normal saline in 10cc syringe. There is no documentation about any trouble with the catheter leaking or the dressing being wet. Two days later, the registered nurse was changing the dressing due to coming off the patient's neck. They had called early in the day to ask about the dressing and it was suggested to clip the facial/neck hair around the insertion site to help dressing stay in place. During the dressing change it was noted the sutures where pulling the skin. She held the catheter and lumens while pulling the dressing away from the patient's neck. She then had to pull dressing off towards the patient's neck again holding the catheter and lumens. After this, she noticed blood dripping from the white lumen. All the clamps on the catheter were closed and she called for assistance. They noted that blood was dripping from the proximal lumen. Vascular access team was called and the catheter was removed. Upon checking the catheter, noted white proximal lumen tubing had ripped approximately 3cm from the blue plate. Manufacturer response for central venous catheter (per site reporter). Contacted customer services and was transferred to product complaints and was cut off. Called customer complaints and left a message.